Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that failure to interrogate issue was observed on the device. It was suggested to use different location and programmer. No patient symptoms were reported.